Event description:
It was reported that, during a total shoulder arthroplasty surgery, the device was dull. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation, it was noted on the reamer head that all the cutting edges had worn and some nicks around them. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.